Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was symptomatic with a sudden brady response episode. It was noted that the patient has historically not been symptomatic with other sudden brady response episodes. Boston scientific technical services (ts) was consulted and reviewed the episode. Upon review it was noted that there was a ventricular pace following the sudden brady response episode and ts discussed that this could lead to the patient being symptomatic. Ts discussed programming options. The pacemaker remains in service and no additional adverse patient effects were reported.